Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in light guide rod lens, and horizontal lines in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for horizontal lines in the image is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Regarding the light guide rod lens has foreign material; olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.